Event description:
It was reported that during a laparoscopic cholecystectomy, after a few firings, it seemed like that the clip did not come out for the one time, and then the clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 6/2/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information: there was no bleeding, leakage, or tissue damage caused by the clip malformation. -the patient's condition is stable after the surgery. 1. Did device eject malformed clips? =>yes, it did. The clip was unformed. 2. Did device fire malformed clips? =>yes, it did. The clip was unformed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/19/2025. D4 batch #y7055g. Corrected data d4: UDI #. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the packaging opened was returned along with the instrument and one(1) scissored clip was returned inside a plastic bag. The device was tested for functionality. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon the analysis, the device was was cycled, and it fed, retained and formed the remaining eight (8) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch y7055g number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.